Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, red particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "circumscribed dermal oedema, swollen lymph nodes, painful lymph nodes and painful breast". Patient also reported "breast implant illness, headaches, painful joints, tiredness, painful muscles, and hormonal imbalance", which is not device related. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "swollen lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breast implant illness, headaches, painful joints, tiredness, painful muscles, hormonal imbalance, circumscribed dermal oedema, swollen lymph nodes, painful lymph nodes and painful breast".

Event description:
Patient reported "circumscribed dermal oedema, swollen lymph nodes, painful lymph nodes and painful breast". Patient also reported "breast implant illness, headaches, painful joints, tiredness, painful muscles, and hormonal imbalance", which is not device related. The device has been explanted. This record relates to the left side.